Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to pseudo tumor.

Manufacturer narrative:
Evaluated by manufacturer: the investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.